Event description:
It was reported that the patient received three inappropriate shock due to t wave oversensing and low r wave amplitude an x-ray was taken and found that the electrode had less curve in it and appeared to have dislodged slightly. It was further noted that the patient is slightly overweight. At this time the physician has opted to reprogram the sensing vector and monitor the patient. If another shock were to occur, the physician would consider a revision of the electrode or replacement to a transvenous system. The electrode remains in service and no adverse patient effects were reported.